Manufacturer narrative:
Batch review performed on 17 january 2019: lot 166657: (B)(4) items manufactured and released on 23-nov-2016. Expiration date: 2021-11-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 32 size s -4 reference 01.29.204 (k112115), lot 174696: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one year after primary surgery, complaining of pain and the cause of pain is unknown. The surgeon revised the cup, head and liner and the surgery was completed successfully.